Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported the a follow up CT approximately three years later showed that the stent graft limb implanted in the right external iliac artery was migrating. There was no evidence of an endoleak or aneurysm enlargement and no migration of the bifurcate. An intervention procedure was carried out and an additional limb was implanted to prevent further migration and the event was resolved. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored. .